Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the patient's blood pressure dropped. A computerized tomography (CT) scan was performed that revealed a pericardial effusion, which was noted prior to implant, had increased. Cardiac tamponade and possible perforation were also noted. It was thought that manipulating the right ventricular (rv) lead near the ventricular apex was the cause. The lead remains in use. No further patient complications have been reported as a result of this event.